Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020 with blood glucose of 14 mg/dl. Customer reported that the insulin pump was on auto mode at the time of incident. It was reported that the insulin pump was over delivering. The insulin pump will be returned and reservoir will not be returned for analysis.